Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. The ¿service required¿ codes were found in the ventilator¿s downloaded error log. The device¿s system board will be replaced to address the issue.